Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Uterus seem to collapse, but patient continued to bleed around the cervical seal/uterus seem to move up into the abdominal cavity more. Patient continued to bleed so provider performed a hysterectomy [device ineffective]. Case narrative: this initial spontaneous report was received from a physician via vacuum-induced hemorrhage control system (jada system) field employee referring to a non-pregnant female patient of unknown age. The patient¿s concurrent conditions included hospitalization. The patient had twin vaginal delivery that began to hemorrhage after delivery. This report concerns 1 patient and 1 device. It was reported that uterotonics medications were used prior to the vacuum-induced hemorrhage control system (jada system) being inserted and patient continued to bleed. On (B)(6) 2022, the patient had insertion with vacuum-induced hemorrhage control system (jada system) via vaginal route by the provider for postpartum hemorrhage (postpartum haemorrhage). The provider stated uterus seemed to collapse, but the patient continued to bleed around the cervical seal and uterus seem to be moved up into the abdominal cavity more. It was reported that patient continued to bleed (device ineffective). On (B)(6) 2022, vacuum-induced hemorrhage control system (jada system) was removed. On an unknown date in (B)(6) 2022, the patient¿s hospitalization was prolonged due to the event. The provider performed a hysterectomy. The patient also received 2 units of red blood cells. The patient sought medical attention. It was reported that vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The device was not removed and reinserted for any reason and more than one device was not used. The provider had used vacuum-induced hemorrhage control system (jada system) prior to this patient and reported no problems with the use of the device. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. Upon internal review, the event device ineffective was considered to be serious due to required intervention. Medical device reporting criteria: serious injury. (B)(4).